Event description:
The customer reported that a monitor fell to the floor. No injuries were reported as a result of this incident.

Manufacturer narrative:
The customer reported that a monitor fell to the floor. No injuries were reported as a result of this incident. The limited available information does not support that there was any malfunction of the monitor or mount. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).